Event description:
When the cypher was being inflated up to 8atm, the balloon ruptured. After the balloon ruptured, only the sds of the cypher was retrieved from the patient and post-dilation was conducted with a bc to further dilate the cypher stent. Taxus was implanted distal to the cypher. The target lesion was the proximal left circumflex branch, it is unk if the lesion was de-novo, but was heavily calcified and moderately tortuous. There was 100% stenosis. The lesion was crossed with a guidewire and ivus was conducted. The physician delivered a balloon catheter (bc) to the target lesion for pre-dilation, but it would not cross the lesion. Therefore, a specialty catheter (tornus) was used and then pre-dilation was conducted. Then additional pre-dilation with a bc was conducted and cypher was delivered to the target lesion. When the cypher was being inflated up to 8atm, the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device. When the sds of the cypher was retrieved from the patient and flushed outside the patient, leakage from the balloon was observed. To finish the procedure, taxus was implanted to cover the rest of the lesion, without issues. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: the spike-like calcification was suspected as the cause of the rupture, but the cause was unk because hiryu balloon did not rupture.

Manufacturer narrative:
The product is available for evaluation and testing: however, it has not been received to date. Additional information will be submitted within 30 days of receipt.